Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the patient experienced an adverse event. According to the patient, on approximately on (B)(6) 2025, the dexcom g7 continuous glucose monitor (cgm) stopped working in the middle of the night, and she did not receive any alarms or notifications. No information was specified on the nature of the device ¿not working¿ and no information on settings was specified. In the morning, her husband tried to wake her up but she did not respond and he called emergency medical services. An ambulance transported her to the emergency room. She was diagnosed with diabetic ketoacidosis and received unspecified treatment in the intensive care unit. Her condition stabilized and she was discharged on (B)(6) 2025. At the time of the call the patient declined to provide any information on symptoms, alarm or alert messages on her display device (omnipod 5 insulin pump) or information about the insulin pump pod or the cgm sensor. No bg or cgm values were specified. The patient refused to provide other details about the event. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). D4: primary UDI number - additional. H2: additional information.

Event description:
Subsequent to the initial MDR, additional information is required.

Event description:
Subsequent to the initial MDR, additional information has been provided. Performance data was reviewed. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).